Event description:
The patient was diagnosed with copd and diverticulitis. The PICC line was placed via the right arm in 2001. Patient had symptoms of edema from site to hand. An ultrasound on the next day confirmed deep vein thrombosis. Line was discontinued on the day following this.